Manufacturer narrative:
Analysis was performed on the returned device. The returned product observation determined a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the observations from the returned analysis, the investigation determined that the observed needle to cuff miss and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4 correction: model, catalog number updated from unk prostyle to 12773-02. D4 correction: lot number updated from unknown to 4032641.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a closure using two prostyle devices. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure using two proglide devices. Reportedly, an unspecified failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.